Event description:
Information was later received that this device was planned to be explanted due to an upgrade. The battery status was appropriate with a magnet rate of 100 and a remaining longevity of 1.5 years. Therefore this device remains implanted. No adverse patient effects were reported.

Event description:
Boston scientific received information that at a routine follow-up appointment, the estimated remaining longevity of this device was less than 0.5 years with a magnet rate of 100. It was indicated there was rapid depletion of the battery and unclear indicators. The patient will be followed in three months. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was end of life (eol). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Event description:
This device was explanted due to an upgrade. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.